Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor was found to be out of calibration and the force sensor assembly was found to be damaged.

Event description:
Pump is returned for multiple loss of prime alarms. Eval revealed an out of calibration force sensor and damaged force sensor assembly. This report is being made based on the eval results.